Event description:
Subsequent to the initial medwatch report filed, additional information was received stating, on (B)(6) 2011, it was reported that the patient presented to the hospital with increasing dyspenea on exertion, pnd and orthopnea. The symptoms were reported to have worsened the week before the occurring of the event. The patient was reported to have had known ischemic cardiomyopathy with ejection fraction of 25-30%, last serum creatinine was 1.8. The patient's chest x-ray was reported to reveal venous engorgement consistent with volume overload, mild pulmonary edema. It was reported that the patient was diuresed with intravenous lasix. The patient's weight was dropped from 310 to 288 pounds and symptomatically the patient was reported to have felt much better. It was reported that at the time of discharge on (B)(6) 2011, the patient had no dyspenea and shortness of breath. It was reported that the patient's lungs were clear. On (B)(6) 2011, the patient's electrocardiogram was reported to reveal normal sinus rhythm with t-wave abnormality. On (B)(6) 2011 the site updated the intensity to moderate, the relation to drug to unlikely, the relation to device to unlikely, the relation to procedure to unlikely, and the outcome to not recovered/not resolved. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, due to a positive stress test, the patient underwent the index procedure with the deployment of one promus drug-eluting stent to the heavily calcified, 95% stenosed mid right coronary artery (rca). Residual stenosis was 0 % with timi 3 flow. On (B)(6) 2010, at the start of the study, the patient received the study medication prasugrel dose 10.0 mg. On (B)(6) 2010, the patient was started on aspirin dose 81.0 mg. The patient was not randomized and was noted as repeat coronary revascularization > 6 weeks post index percutaneous coronary intervention. On (B)(6) 2010, the patient was discharged from the index hospitalization. Additionally, it was reported that the patient was symptomatic with edema and dyspnea and underwent a repeat percutaneous coronary interventional procedure on (B)(6) 2011 with placement of a drug-eluting stent (des) to the proximal rca and two des to the circumflex artery. On (B)(6) 2011, the patient was hospitalized with congestive heart failure. The patients bnp was (B)(6) and weight (B)(6). The patient was diuresed with intravenous lasix. It was reported that the patient's weight dropped to (B)(6); dyspnea was improved. The patient was reported to have been discharged on demadex 20.0 mg every day. The outcome of the event was not provided by the site. On (B)(6) 2011, the patient was discharged. The event intensity, relationship to the study drug and the device, and the procedure was not provided. Though requested, no additional information was provided.